Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 290 mg/dl. The customer reported that they had screen was blank right now and it will blinked once only. It was reported that they had message that the button was pressed for more than three minutes. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in section b5 with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the case severity has been changed to serious injury to malfunction.